Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high pacing threshold and high impedance. The rv lead explanted and replaced. No patient complications have been reported as a result of this event.